Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-02837. It was reported the pt only felt rib stimulation. It was also reported the pt's ipg healed perpendicular in his body and was sticking out and causing discomfort. The pt alleged he experienced intermittent communication issues with his ipg. The pt underwent surgery on (B)(6) 2013. During the procedure, the ipg site was revised and the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.